Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the gpos was not booting, this would cause the system to not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.